Event description:
It was reported that the pt underwent a mid-urethral sling procedure on in 2006. During the procedure, one end of the tape came out with the inserter after the release wire was pulled. The case was completed with another type of sling which required additional incisions. No pt problems were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.